Manufacturer narrative:
(B) (4). The incident was reported by a hospital in (B) (6). The subject medical device is not sold in the USA, but is similar to a device that is. The 510 (k) for that device is k020332. The complaint rt227 breathing circuit does not appear to be available for return to fisher & paykel healthcare ('fph') for examination. We believe that being a single-use medical device, the breathing circuit has most likely been discarded following use. Fph is requesting specific information with regards to the pt status and outcome. In addition, an fph rep in the (B) (4) has made contact with medical staff at the hospital both to obtain further info for a root cause analysis as well as render technical assistance with possible equipment set-up matters and condensate management. In order to determine and further assist the hospital with resolving the issue, fph is in the process of investigating the matter. We are not yet in a position to provide our final results at this stage. We will submit a follow-up report immediately following the completion of our root cause analysis.

Event description:
A hospital in (B) (6) reported of condensation build-up within the inspiratory and expiratory tubes of fisher & paykel healthcare's rt227 infant breathing circuit. Typically, the hospital utilises the rt227 breathing circuit in conjunction with fisher & paykel healthcare's mr850 respiratory humidifier and sle2000 ventilator. According to the hospital, the condensation build-up resulted in inadvertent inhalation by the pt with subsequent bradycardia and desaturation. Attending medical staff responded by manually ventilating the pt.